Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon ripped in half... Had to go to the doctor to have other half removed [foreign body in reproductive tract] . Tampon ripped in half [device breakage] . Tampon ripped in half when I tried pulling it out [complication of device removal]. Case narrative: consumer reported that tampon ripped in half during removal. No serious injury was reported.